Manufacturer narrative:
Approximate age of device: 6 years and 2 months. The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The explanted pump, the system controller, and the 14v power module patient cable were returned for evaluation. Pump evaluation: upon disassembly of the pump, examination of the blood-contacting surfaces revealed no depositions. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning and reassembly and was then functionally tested together with the returned system controller and the returned power module patient cable. The entire system operated as intended at the set speed of 9200 rpm. The pump was also tested using a mock circulatory loop; the retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. System controller evaluation: the returned system controller functioned as intended throughout the analysis, including when supported independently by either power lead. The system controller operated a mock circulatory loop with no alarm conditions occurring. The log file captured only approximately 2 hours and 9 minutes of data. The review of the log file revealed the events associated with a red heart alarm. The flow estimation value was captured below the low limit threshold of 2.5 lpm resulting in a red heart alarm. The cause of the low flow value recorded in the log file could not be determined. 14v power module patient cable evaluation: the power module patient cable was functionally tested with the use of a test power module, the returned system controller, a test pump and a test system monitor. The test system operated as intended during the analysis. The voltage provided to the returned system controller through the test power module and the returned 14-volt power module patient cable was at a constant level for the entire test period. Further evaluation measured higher than normal resistance in the white and black power leads; however, the observed resistance did not affect the patient cable''s ability to provide sufficient voltage to the system controller. Functional testing found that the patient cable provided sufficient voltage to the test system controller, and provided normal pump telemetry on the test system monitor. The evaluation and testing performed on the returned products was not able to duplicate the reported event. The devices all passed functional testing. A specific cause for the reported power loss, and a correlation to the evaluation of the returned devices could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. The patient was found unconscious by a family member on (B)(6) 2015. It was reported that the power module patient cable was connected to the system controller, but not to the power module, resulting in no power being supplied to the system controller. The patient was transported by ems to the emergency department where attempts to resuscitate the patient were unsuccessful, and the patient expired.